Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the screw, which is a part of the heat sink, had come off and fell into the upper part of the igniter at the bottom. In addition, it is likely that the lamp lighting abnormally occurred due to the unstable state where the heat sink body could not be connected normally, and e101 occurred due to an extensive temperature rise. Also, regarding the cause of the fall of the screw, since the lamp used is a product of another company other than the recommended product, the mounting position of the screw and the length of the lamp body are different causing the screw to be misaligned.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. The lamp was overheating due to a heatsink screw stuck in between the igniter and heatsink assembly. The lamp was also a non-olympus branded lamp. The front panel was also broken at the bottom of the scope socket area. The device housing displayed cosmetic wear and tear. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the evis exera iii xenon light source lamp was overheating at 300 hours. The lamp was causing an e101 "clv temperature err" error code. There was no patient harm or impact to patient care reported for this event.